Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that at the pump refill today they were expecting 4 ml but got back 0. The caller noted that the hcp was trying to aspirate the pump with the filter attached and it was thought that may have led to difficulty emptying the pump. The hcp continued with the refill and the patient stated that they felt a little weird/lightheaded "but she always feels that way" at refills. All the patient¿s vitals were fine. Per the caller, the pump had run dry some time ago. The caller was not with the hcp at the time of the call but was planning to follow up with the hcp to discuss next steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the cause for the pump running dry some time ago was the patient switched providers. The cause for the volume discrepancy was not determined. The actions and interventions taken to resolve the issue was they were titrating the dosing and monitoring.